Manufacturer narrative:
The customer¿s experience that a pump module device gave an occlusion error (alarm) was confirmed in the logs. The review of the pump event log identified an infusion was programmed by user of unknown medication on 14 aug 2019 at 10:00:13 am rate:10ml/h vtbi:10ml which completed to kvo. The device alarmed for occlusion patient side and was then channeled off at 11:03:17 am. Asm patient side occlusion testing performed on the returned pump module s/n (B)(4) found the device to be operating in specification. External inspection of the source pump module found impact damage on right rear lower of rear case and internal inspection revealed damaged ail encoder sensors. No other irregularities were observed. The device was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device gave an occlusion error. The product was found on the nursing unit during use stating a "occlusion error". It is unknown at this time if the product was used on a patient.